Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721m-50 lead implanted: (B)(6) 2014; 5019 lead adaptor implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that there was a right ventricular lead integrity alert, and that there was an unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the device sound an alarm tone whereupon the patient was shocked and fell to the ground. Oversensing and noise of unknown origin were noted at the time of the event, with lia (lead integrity alert) having triggered. It was noted that when the patient was shocked, the patient had been at work walking by an electrical room, although the room was noted to have no generators. A chest x-ray was done but the results are unknown. Detections were turned off, and the device and lead remain in use. No further patient complications have been reported as a result of this event.